Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain in back") in a female patient who had essure (batch no. 619537) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("pain in feet, thighs"), the second episode of pain in extremity ("pain in hands, arms"), groin pain ("pain in groin"), pruritus generalised ("itching all over body"), fatigue ("major fatigue"), insomnia ("difficulty sleeping") and general physical health deterioration ("health declined each day"). The patient was treated with surgery (removal of inserts). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, the last episode of pain in extremity, groin pain, pruritus generalised, fatigue, insomnia and general physical health deterioration outcome was unknown. The reporter considered back pain, fatigue, general physical health deterioration, groin pain, insomnia, pruritus generalised, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-sep-2017 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 326 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain in back") in a female patient who had essure (batch no. 619537) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("pain in feet, thighs"), the second episode of pain in extremity ("pain in hands, arms"), groin pain ("pain in groin"), pruritus generalised ("itching all over body"), fatigue ("major fatigue"), insomnia ("difficulty sleeping") and general physical health deterioration ("health declined each day"). The patient was treated with surgery (removal of inserts). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, the last episode of pain in extremity, groin pain, pruritus generalised, fatigue, insomnia and general physical health deterioration outcome was unknown. The reporter considered back pain, fatigue, general physical health deterioration, groin pain, insomnia, pruritus generalised, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred terms: - back pain: the analysis in the global safety database revealed 295 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.